Manufacturer narrative:
(B)(6) batch # m56309. Additional information was requested and the following was obtained: was the component that fell off the device and cartridge a piece of the reload? Yes. Did any pieces fall into the patient? No. Will all pieces be returned with the device? Yes. The analysis results found that the ntlc75 instrument was received with the knife pusher detached and with no cartridge reload present. Further analysis of the device showed that the shroud behind the anvil plate where the doghouse sits was damage; this damaged is consistent with an improper loading of the reload. It is possible that this caused the pusher to remain inside the reload and it was dislodged when the reload was removed, hence the difficult to remove the reload from the device. Hands on the reload would have provided more evidence on the analysis. No functional test was performed due to the condition of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The ntlc75 device was reviewed in the returned with the following components disassembled: firing knob, upper slip block, lower slip block, cartridge channel post, cartridge channel post pin, lockout spring, and knife pusher. The team reviewed the condition of the upper and lower slip blocks for damage. The lower slip block did show evidence of damage that is consistent with high forces to fire and/or return the firing knob. The firing knob did not show damage. The knife pusher showed evidence of a high force due to a bend at the distal end (near knife engagement feature). The cartridge channel showed witness marks that could indicate the knife pusher was bending under load. The team tried to long load the cartridge. The knife pusher would not engage with the wedge knife and would not fire. The team attempted to misassemble the knife pusher so that the knife pusher was not engaged with the slip blocks. This would create a long load to allow the knife pusher to engage with the cartridge. The slip blocks were then inspected to identify witness marks from the knife pusher. None were noted; therefore the test was not completed. Next the team attempted to load the cartridge in the correct location with the knife pusher not engaged with the slip blocks. While it was possible to lock the device, the knife pusher did not engage with the wedge knife. Instead, the knife pusher created a hole in the cartridge pan and damage the swing tab. The device would not fire. The team determined that root cause could not be determined without the cartridge being returned. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an open gastrectomy procedure, the cartridge was difficult to be removed from the device after the first firing and the component fell off the device and the cartridge during the removing process. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.